Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50/100. It was stated the paint was peeling from fork. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed. As stated by the subject matter expert, since july 2015, from the serial number (B)(6), by the design change request e140805, the between the fork and the axle is welded with a plug. To validate the design change e140805, a lucea 100, equipped with a welded fork, was tested by tensile and torsion test cre 14-220. The test report cre 14-220, performed according to the standard iec 60601-1 ed. 3, mentions that, during tensile and torsion tests, no crack was detected when a 100 n effort was applied and no fracture was detected when 250 nm was applied. The serial number of light head involved is higher than (B)(6) and correspond to the welded design. The welded connection, between the fork and the axle, of the device involved, probably broke by repetitive and excessive effort > 250 n. The tearing of the welded joint led to paint chipping around the mechanical connection axle/fork. The fork involved must be replaced by ard368614998 including the lower cover. To prevent any incident, the lucea 50-100 instruction for use IFU 01741 en 08, mentions to check the lightheads, during daily inspections before use, for chipped paint and any damage, and to operate the device making several movements to detect any stability issue. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 8th october, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the paint was peeling from fork. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.